Event description:
On (B)(6) 2010, the pt reported that 3 times in the last 3 weeks, the adhesive pad on her insulin infusion sets roll up after about 15-17 hours of use. She stated that at least 2 of the infusion sets were from the same box but was unsure about the third infusion set. She said the infusion sets were not expired. She stated that one of the infusion sets came completely off her skin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.